Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the blood glucose ran high, to 21 mmol/l. Troubleshooting found no issues with the insulin pump. The insulin was stored cold but the customer was removing air bubbles properly. It was reported that the insulin pump had alarmed for suspend but that the blood glucose was actually low. The blood glucose reading was 4 mmol/l. It was reported that one reservoir locked but would not unlock. The reservoir was replaced but not returned for analysis.

Manufacturer narrative:
A visual inspection was performed on two opened and used reservoirs found the p-caps on the infusion set were attached to the reservoir snap-caps also, unable to remove or verify snap-cap dimensions.